Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 15-apr-2025, a user participating in a clinical study for individuals with cystic fibrosis experienced a hypoglycemic event with a reported blood glucose (bg) level of 50 mg/dl. The user reported experiencing symptoms of hypoglycemia and requiring assistance from their coworker, who provided carbohydrates to the user. The hypoglycemic event was treated with oral carbohydrates. The user remained conscious and conversational. The event lasted about 20 minutes and resolved without medical intervention. No glucagon was administered and 911 was not called. It was reported that increased physical activity earlier in the day may have been a contributing factor. Following review by the coordinating center director, study principal investigator, beta bionics medical director, and site investigator, it was determined safe for the user to continue using the study device.